Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t-wave oversensing was observed at a recent follow-up visit. The device was reprogrammed and remains implanted.

Event description:
It was reported that a day after implant, episodes of non sustained lead noise were noted due to intermittent p-wave oversensing. Programming changes were recommended.

Event description:
New information received notes that although recommended program changes were previously made to address post-paced t-wave oversensing, the oversensing continued to occur. Further program changes were recommended.